Event description:
It was reported that the 9800 system had a problem with imaging. During fluoro the image on the left monitor became distorted. There was no adverse pt effect reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The interconnect cable was replaced. The system was tested and found to be working as intended and placed back into service.